Event description:
Additional information was received. It was reported that there had never been an instance where the pump had stopped. It was stated that the patient was convinced that it stopped, but there was no evidence that it had ever occurred.

Event description:
Additional information received reported that beginning in (B)(6) 2012 the healthcare provider (hcp) was ¿weaning it a little bit,¿ the reporter could not remember the exact date. In (B)(6) 2012 the patient ¿just went in and had it weaned a little bit,¿ and then ¿did have a refill a couple of weeks after that.¿ ¿about a week¿ after the (B)(6) weaning appointment the patient went back to the clinic because she was in ¿severe withdrawal,¿ at that time the ¿they turned it back up.¿ it was then noted that ¿like a day or two later¿ the patient ¿had to go back in to have the pump filled again.¿ ¿ever since¿ (B)(6) 2012 the device ¿hadn¿t worked right,¿ ¿wasn¿t working like it should¿ and it was ¿starting to scare her.¿ it was noted that the ¿it would feel like [the patient] wasn¿t getting enough, and then occasionally it would feel like [she] was getting way too much.¿ she would be going through her day and ¿all of a sudden it just felt like [she] was drugged,¿ and she would go a few more days and she ¿would be in a lot of pain like [she] wasn¿t getting enough pain medicine.¿ ¿it was almost like it was sticking, and it would give [her] too much and then not enough.¿ the patient told the hcp she ¿didn¿t feel comfortable with this anymore,¿ that she had a device for nine years and ¿never had any trouble with it,¿ but since she had ¿trouble starting in (B)(6)¿ it just didn¿t feel right.

Event description:
It was later reported that this patient¿s pump had shut down and then ¿came back up¿ at a fast rate and then ¿kind of normalized or something.¿ as a result the pump had been ¿turned down by 75%¿ by someone other than the reporter with the thought that the pump had over-infused. This programming had occurred approximately two weeks prior to the date of this report. The reporter did not have a log of the programming change available but did view it personally and confirmed it was ¿down by 75%.¿ the patient ¿has like 16 milligrams of dilaudid per milliliter (ml) and it is running at a real slow rate.¿ there was concern regarding the practice of this programming change. The patient was now on oral medication to cover the effects of the withdrawal, subutex/buprenorphine. The patient reportedly was not ¿at all angry¿ but was very ¿skittish¿ and wanted to take the pump out. In addition, the patient was debating to put another pump in or just rely on other medications for pain. The health care provider planned to ¿probably¿ reinterrogate the pump ¿possibly¿ on (B)(6) 2013 to look at the logs to see if there was any ¿indication from that¿. This pump reportedly delivered clonidine and hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that approximately four to five months prior to the date of this report the pump reportedly "quit working turning" and the patient noticed issues with pain control. The patient stated she had the pump "reset." It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was later reported that the pump was explanted in (B)(6) 2013, ¿just before christmas¿. The reporter again noted the pump was ¿not working right¿ and stated they were having problems with the pump, which was why they had it removed. The reporter did not have the exact pump medication information but stated it was dilaudid and a medication for spasticity.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Additional information received from a consumer reported a pump, catheter, and delivery failure. The failures resulted in withdrawal, pain, hospitalization, and explant surgery on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was injured due to a "defective pain pump system's failure to deliver medications as prescribed which reportedly required removal and/or replacement of the "defective" device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device.